Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 with a patient presented with a femoral neck fracture, it was reported the dhs blade disengaged from the impactor for pfna blade instrument during the insertion of the blade according to the operative procedure. Reportedly the doctor tried to implant the plate as it was however it was hard to take the same direction and he could not implant it. He then tried to remove the plate and re-implant it but was unsuccessful. The doctor selected another plate that was one size smaller and completed the implantation without any problem. No further information was provided. This report is for an unknown impactor for pfna blade instrument. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.